Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify whether or not the firing trigger was broken off of the device? If yes, did any piece or pieces of the firing knob fall into the patient? If yes, were they retrieved? If not, were they discarded?

Event description:
It was reported that during an anastomosis, during the stapling of the colic tissues, the firing knob was broken. The device has been removed and another device has been used. No patient consequences.